Manufacturer narrative:
An event regarding disassociation involving a metal head and an accolade stem was reported. The event was confirmed through clinician review of the medical records provided. Method & results: -product evaluation and results:visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019 which indicated: damage was observed on the distal rim of the head, consistent with contact against the stem. Damage was observed on the taper of the head. This damage was likely from the interaction between the head taper and the trunnion. The material analysis report (mar) revealed: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, stem base alloy and biological material. Damage consistent with impingement was observed on the distal rim of the insert. Scratching was observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event of disassociation was confirmed. The subject device has been identified to be within scope of a recall. Lot specific voluntary recall was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient required a hip revision. Update; per received images, it appears the trunnion is worn and head dislocated.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient required a hip revision. Update; per received images, it appears the trunnion is worn and head dislocated.